Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker had recorded noise reversions. No changes or interventions were performed. The patient was in stable condition.

Event description:
New information received indicated the noise reversions persisted. No changes or interventions were performed. The patient was in stable condition.